Event description:
It was reported that the patient¿s spinal cord stimulation (scs) device stopped functioning ¿a few weeks ago¿. It was further clarified that the patient was not getting stimulation. It was unknown whether the patient kept the device charged. The healthcare professional (hcp) stated that this was told to her ¿a few weeks or a few months back¿. It was stated that the patient never followed up on it and now said it ¿might need to be removed¿. It was stated that the hcp wanted to verify if the device was functioning or not. It was noted that if not, then the hcp wanted to make plans to remove it. It was noted that the caller did not know who the managing physician was for the scs device. It was stated that the caller was following the patient in the hospital ¿and if she stayed there¿ another hcp would follow her. It was noted that the caller was a neurology resident at the hospital and the patient was there for ¿ ketamine infusion¿. It was noted that the caller would advise the patient to contact the manufacturer¿s representative with further information.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).